Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that due to a recent weight loss, patient began experiencing pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2025 during which the physician repositioned ipg. Post repositioning, attempts were made to connect to the ipg, but the ipg would not communicate. As a result, the ipg was explanted and replaced to address the issue.